Manufacturer narrative:
While it is possible that the symptoms could be the result of another condition such as angular cheilosis (which can be caused by candidiasis, riboflavin deficiency, or overload vertical dimension), allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. However, intracutaneous reactivity testing was previously performed. A sample of essix ace was extracted. The extracts were evaluated for intracutaneous reactivity per iso 10933. A dose of the appropriate test article extract was injected. The corresponding control was injected on the left side of the back. The injection sites were observed immediately after injection and observations for erythema and edema were conducted at 24, 48, and 72 hours. There was no erythema or edema from the first test extract and very slight erythema and edema from the second extract. The requirements of the test were met since the difference between the test extract and corresponding control mean score was < 1.0.

Event description:
It was reported that a patient developed cracking and bleeding in the corners of the mouth after use of a retainer fashioned using essix ace plastic material; there is no indication that intervention was required to treat the symptoms. The patient reportedly removed the appliance for a one week period on several occasions, with the symptoms disappearing after removal. Upon resuming use, the symptoms reappeared.